Event description:
The pt underwent diagnostic cardiac catheterization. The cardiologist attempted arteriotomy site closure with a prostar 9 fr pvs device. He noted fibrotic tissue in the subcutaneous track with insertion of the predilator, but achieved good marking with the predilator. He needed to rotate the pvs device to obtain good marking. The cardiologist encountered resistance on deployment, but continued to deploy until the handle detached. He obtained partial backdown before the tube kinked and reportedly began to shred. Upon fluoroscopy, the cardiologist noted the needles splayed to either side of the device. The pt went to surgery for removal of the device. Surgery was successful and the pt was discharged the next day. Handle break away is a safety feature designed to activate in the presence of high deployment forces. The instructions for use clearly instruct the user to terminate deployment and back down the needles when significant resistance, as in this case, can defeat a successful backdown. When backdown is successful, the device can be removed without requiring surgical intervention. Backdown can be accomplished without the handle being attached if the instructions for use are followed.